Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while the guidewire was in the right superior pulmonary vein (rspv), the guidewire could not be moved and there was difficulty placing the right superior pulmonary vein (rspv). The pulsed field ablation catheter was removed from the patient and there appeared to be "what looked like a piece of string at the end of the lumen of the catheter". The catheter was placed on the table and an attempt was made to remove the guidewire without resolve. It was noted that the "piece of string" remained in place. An attempt was made to flush the lumen of the catheter and the "piece of string" was dislodged from the catheter tip. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012150686 was returned and analyzed. Visual inspection was performed, and the loop catheter appeared intact without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The guidewire was received threaded into the catheter and extended beyond the tip. A red filament was received separately in a small biohazard bag along with a pair of scissors. Most likely the pair of scissors was used to hold the filament. Resistance was encountered during removal attempts. The guidewire was likely stuck due to dried blood, saline, or contrast. The guidewire extended from the tip of the catheter about 1.8 inches. The j-shaped tip of the guidewire appeared intact without significant damage. High magnification optical inspection of the filament showed the filament has quasi regular shape. The width of the straight portion of the filament was 0.0127 inches. The filament was cleaned using soap and isopropanol to remove traces of blood. The filament appeared not translucent and reddish by locations. X-ray imaging showed lengthy continuous debris between the guidewire and the guidewire lumen at 1.5 inches proximally from the tip. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the material at the end of the catheter issue and compatibility issue were confirmed through analysis and the loop catheter failed the returned product inspection due to material stuck on/in parts of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: image files were returned and analyzed. The received images showed a red filament about 1.5 cm length exceeding from the tip. There were no indications from the image files about the nature and the origin of the filament. In conclusion, the reported foreign material issue was confirmed through analysis of the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.